Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that "the ins (implantable neurostimulator) moved to the side instead of the center of her spine. It had moved off to the left from where it used to be." The patient had lost 50 lbs and felt the ins more. It was stated that the patient thought it was closer to the surface. It was also stated that "it felt bigger" and that "she had never been able to feel this much of a hard surface." She was "beginning to wonder if she was feeling the side because it seemed almost twice as big as it was." The patient also "noticed where it was attached to the dura, hers was between her shoulder blades, and the attach point had always had a bump there... If you pushed on it, it was soft." It was stated this small bump had been there since the time of implant and that the patient "figured it was wire, it went around to her waist." She noticed over the last few months it had gotten larger "like the wire was starting to protrude a little."

Event description:
It was reported the patient had lost weight, almost 50 pounds in six months. The patient said since the weight loss ¿the battery has disappeared and you can¿t see it anymore and it had worked its way down since they had lost the weight.¿ the patient is still able to communicate with the stimulator if they ¿do it long enough.¿

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3708160, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).